Manufacturer narrative:
A request was made for the local sales representative to provide the name of the physician and clinic for this case, but no information has been received. If pertinent information is provided in the future, a supplemental report will be submitted. This correction report is being submitted to update the initial reporter details in section e1. Additional information was received, which provides the model/serial for the electrode.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy, due to oversensing of noise. Also, it was observed that the smart pass feature was disabled. Technical services reviewed the available data and episodes and discussed the smart pass episode was appropriate and showed about 12 seconds of no cardiac activity. It was recommended to share this information with the physician, to evaluate the patient for bradycardia. The device had stored two treated and two untreated episodes that all showed abnormal, non-cardiac signals, diminished r-wave amplitudes, and a baseline shift. The alternate vector was programmed at the time of the episodes. The signal artifact is a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead, or other disturbances of the lead-device contact. X-rays of the device header and lead body were recommended, to ensure the terminal pin was fully inserted into the device header and there were no anomalies along the lead body. The issue was likely related to the proximal sensing electrode of the lead; it was recommended to program the device to the secondary vector as that one does not use the proximal sensing electrode. Technical services also provided troubleshooting steps to attempt to recreate the noise observed in the episodes. If noise can be recreated, a system replacement may be necessary. If the noise is not able to be reproduced and the secondary vector shows appropriate amplitudes and sensing, reprogramming the device from alternate to secondary is recommended. No additional adverse patient effects were reported, outside of the inappropriate therapy that was received. At this time, the device and electrode remain implanted and in service. The local sales representative later reported that the information and recommendations from technical services were shared with the physician. At this time, no further actions were planned. The patient was seen again; no new episodes had been stored and smart pass was re-enabled. The patient will continue to be monitored in the remote monitoring system. The device and electrode remain implanted and in service. Additional information was received. The physician was now considering whether the noise was due to a fractured electrode. Technical services provided detailed troubleshooting steps to test all sense vectors with patient movements and manipulation of the device and electrode. It was noted that during the troubleshooting, noise was clearly reproducible with arm movements in the secondary and alternate vectors, with no noise in primary. No spikes in impedance measurements were provoked. X-rays of the electrode showed an acute bend near the device header, with the conductor appearing to be intact. The patient reported having a cricket ball impact directly to the sternum in the area of sense b node. Manipulation of that area did reproduce noise artifacts. At this time, device therapy was on and the vector was programmed to primary.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy, due to oversensing of noise. Also, it was observed that the smart pass feature was disabled. Technical services reviewed the available data and episodes and discussed the smart pass episode was appropriate and showed about 12 seconds of no cardiac activity. It was recommended to share this information with the physician, to evaluate the patient for bradycardia. The device had stored two treated and two untreated episodes that all showed abnormal, non-cardiac signals, diminished r-wave amplitudes, and a baseline shift. The alternate vector was programmed at the time of the episodes. The signal artifact is a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead, or other disturbances of the lead-device contact. X-rays of the device header and lead body were recommended, to ensure the terminal pin was fully inserted into the device header and there were no anomalies along the lead body. The issue was likely related to the proximal sensing electrode of the lead; it was recommended to program the device to the secondary vector as that one does not use the proximal sensing electrode. Technical services also provided troubleshooting steps to attempt to recreate the noise observed in the episodes. If noise can be recreated, a system replacement may be necessary. If the noise is not able to be reproduced and the secondary vector shows appropriate amplitudes and sensing, reprogramming the device from alternate to secondary is recommended. No additional adverse patient effects were reported, outside of the inappropriate therapy that was received. At this time, the device and electrode remain implanted and in service. The local sales representative later reported that the information and recommendations from technical services were shared with the physician. At this time, no further actions were planned. The patient was seen again; no new episodes had been stored and smart pass was re-enabled. The patient will continue to be monitored in the remote monitoring system. The device and electrode remain implanted and in service.

Manufacturer narrative:
A request was made for the local sales representative to provide the name of the physician and clinic for this case, but no information has been received. If pertinent information is provided in the future, a supplemental report will be submitted. This correction report is being submitted to update the initial reporter details in section e1.

Manufacturer narrative:
A request was made for the local sales representative to provide the name of the physician and clinic for this case, but no information has been received. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy, due to oversensing of noise. Also, it was observed that the smart pass feature was disabled. Technical services reviewed the available data and episodes and discussed the smart pass episode was appropriate and showed about 12 seconds of no cardiac activity. It was recommended to share this information with the physician, to evaluate the patient for bradycardia. The device had stored two treated and two untreated episodes that all showed abnormal, non-cardiac signals, diminished r-wave amplitudes, and a baseline shift. The alternate vector was programmed at the time of the episodes. The signal artifact is a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead, or other disturbances of the lead-device contact. X-rays of the device header and lead body were recommended, to ensure the terminal pin was fully inserted into the device header and there were no anomalies along the lead body. The issue was likely related to the proximal sensing electrode of the lead; it was recommended to program the device to the secondary vector as that one does not use the proximal sensing electrode. Technical services also provided troubleshooting steps to attempt to recreate the noise observed in the episodes. If noise can be recreated, a system replacement may be necessary. If the noise is not able to be reproduced and the secondary vector shows appropriate amplitudes and sensing, reprogramming the device from alternate to secondary is recommended. No additional adverse patient effects were reported, outside of the inappropriate therapy that was received. At this time, the device and electrode remain implanted and in service. The local sales representative later reported that the information and recommendations from technical services were shared with the physician. At this time, no further actions were planned. The patient was seen again; no new episodes had been stored and smart pass was re-enabled. The patient will continue to be monitored in the remote monitoring system. The device and electrode remain implanted and in service.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy, due to oversensing of noise. Also, it was observed that the smart pass feature was disabled. Technical services reviewed the available data and episodes and discussed the smart pass episode was appropriate and showed about 12 seconds of no cardiac activity. It was recommended to share this information with the physician, to evaluate the patient for bradycardia. The device had stored two treated and two untreated episodes that all showed abnormal, non-cardiac signals, diminished r-wave amplitudes, and a baseline shift. The alternate vector was programmed at the time of the episodes. The signal artifact is a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead, or other disturbances of the lead-device contact. X-rays of the device header and lead body were recommended, to ensure the terminal pin was fully inserted into the device header and there were no anomalies along the lead body. The issue was likely related to the proximal sensing electrode of the lead; it was recommended to program the device to the secondary vector as that one does not use the proximal sensing electrode. Technical services also provided troubleshooting steps to attempt to recreate the noise observed in the episodes. If noise can be recreated, a system replacement may be necessary. If the noise is not able to be reproduced and the secondary vector shows appropriate amplitudes and sensing, reprogramming the device from alternate to secondary is recommended. No additional adverse patient effects were reported, outside of the inappropriate therapy that was received. At this time, the device and electrode remain implanted and in service. The local sales representative later reported that the information and recommendations from technical services were shared with the physician. At this time, no further actions were planned. The patient was seen again; no new episodes had been stored and smart pass was re-enabled. The patient will continue to be monitored in the remote monitoring system. The device and electrode remain implanted and in service. Additional information was received. The physician was now considering whether the noise was due to a fractured electrode. Technical services provided detailed troubleshooting steps to test all sense vectors with patient movements and manipulation of the device and electrode. It was noted that during the troubleshooting, noise was clearly reproducible with arm movements in the secondary and alternate vectors, with no noise in primary. No spikes in impedance measurements were provoked. X-rays of the electrode showed an acute bend near the device header, with the conductor appearing to be intact. The patient reported having a cricket ball impact directly to the sternum in the area of sense b node. Manipulation of that area did reproduce noise artifacts. At this time, device therapy was on and the vector was programmed to primary.

Manufacturer narrative:
A request was made for the local sales representative to provide the name of the physician and clinic for this case, but no information has been received. If pertinent information is provided in the future, a supplemental report will be submitted. This correction report is being submitted to update the initial reporter details in section e1. To date, the serial number for this electrode remains unknown.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy, due to oversensing of noise. Also, it was observed that the smart pass feature was disabled. Technical services reviewed the available data and episodes and discussed the smart pass episode was appropriate and showed about 12 seconds of no cardiac activity. It was recommended to share this information with the physician, to evaluate the patient for bradycardia. The device had stored two treated and two untreated episodes that all showed abnormal, non-cardiac signals, diminished r-wave amplitudes, and a baseline shift. The alternate vector was programmed at the time of the episodes. The signal artifact is a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead, or other disturbances of the lead-device contact. X-rays of the device header and lead body were recommended, to ensure the terminal pin was fully inserted into the device header and there were no anomalies along the lead body. The issue was likely related to the proximal sensing electrode of the lead; it was recommended to program the device to the secondary vector as that one does not use the proximal sensing electrode. Technical services also provided troubleshooting steps to attempt to recreate the noise observed in the episodes. If noise can be recreated, a system replacement may be necessary. If the noise is not able to be reproduced and the secondary vector shows appropriate amplitudes and sensing, reprogramming the device from alternate to secondary is recommended. No additional adverse patient effects were reported, outside of the inappropriate therapy that was received. At this time, the device and electrode remain implanted and in service.